Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during the intraocular lens implantation single linear scratch in the periphery of the lens was observed and was left in place implanted. Additional information has been requested and received stating they did not appear to be visually significant, so didn't explant those lenses and were left implanted.